Event description:
It was reported that a pt's wrist was broken while under going a scan using the ininia ii. As part of the static scan the hcp requested the pt to place their outstretched. Left arm on a table tray which had been positioned next to gantry in a posted, no obstacle zone. The scan was undertaken without incident. Upon completion, the hcp initiated gantry motion in order to remove the pt. During rotational motion, head #1 collided with the tray table causing the injury to the pt's wrist. The psd stopped further rotation. The pt was treated at the hosp's emergency department.